Event description:
ICU staff reported faulty gloves. The gloves were weak and were breaking easily with multiple holes. This was reported to the purchasing direction for follow-up. The gloves were removed from the unit.